Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited high capture threshold and low impedance due to lead insulation breach. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.